Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in (B)(6). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the vad coordinator reviewed a picture of the patient¿s drive line site that was sent in by the patient¿s spouse. It was observed that the pictured showed redness and slight drainage. The patient complains of tenderness however denies fevers. The pictures were reviewed by an infectious disease doctor who started patient on 10 days of doxycycline. No cultures were taken as patient was not seen in office for this event. No additional information was provided.

Event description:
Additional information reported that on (B)(6) 2018 the patient was restarted on doxycycline for an additional 10 days due to redness around the driveline exit site. The patient complained of tenderness and slight drainage.

Manufacturer narrative:
No further information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A specific cause for the reported infection could not be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.